Manufacturer narrative:
The reported event was lead dislodgement. As received, a complete lead was returned in one piece with the helix extended and clogged with blood/tissue. Visual and x-ray examination of the lead did not find any anomalies except for the procedure damage. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts. The measured helix extension length was within specification.

Event description:
It was reported that the patient presented in-clinic for a right-atrial (ra) lead repositioning procedure as it was noted that the ra lead exhibited high capture threshold due to suspected micro-dislodgement. As a resolution the ra lead was explanted and replaced. During the replacement procedure the right-ventricular (rv) lead had dislodged. The rv lead was explanted and replaced as well. There were no patient consequences.

Manufacturer narrative:
Correction: return not received, appropriate codes inputted.